Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not fully priming tubing during ifs changes).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime issue. The reporter stated that the patient had a 33mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is not fully priming tubing with ifs changes. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not fully priming tubing during ifs changes.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/04/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).